Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 4/1/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient had a car accident due to hypoglycemia; he did not feel any previous symptoms during the event, but he reported that he felt he was in it. The patient lost consciousness and woke up when he was already in the ambulance. The paramedics took him to the hospital, and he spent several hours in the emergency room. There is no information about the medical intervention provided at the hospital nor the treatment administered to the patient as the patient couldn´t remember the medication administered. The patient was discharged after several hours and went home. At home he took a blood glucose reading which was 110 mg/dl and the cgm was reading 205 mg/dl. A second inaccurate value was reported at an unspecified time of the event, the cgm reading was 250 mg/dl and the bg reading was 180 mg/dl. Although the inaccurate readings were not taken before or during the accident, the patient alleged that the inaccurate cgm readings caused his accident. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient experienced a car accident due to hypoglycemia; he did not feel any previous symptoms during the event. The patient lost consciousness and woke up when he was already in the ambulance. The paramedics took him to the hospital, and he spent several hours in the emergency room. There is no information about the medical intervention provided at the hospital nor the treatment administered to the patient as the patient couldn´t remember the medication administered. The patient was discharged and went home. At home he took a blood glucose reading which was 110 mg/dl and the cgm was reading 205 mg/dl. A second inaccurate value was reported at an unspecified time of the event, the cgm reading was 250 mg/dl and the bg reading was 180 mg/dl. At the time of the report, the patient was feeling upset. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.